Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. Based on the results of the investigation, it is likely, the following led to the malfunction: normal image is not displayed, due to breakage of the serial digital interface port of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image, while using the video processor. There was no patient harm associated with the event.